Event description:
The manufacturer received information alleging an issue with the ventilator's lcd screen. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was found to be blank. The device's lcd was replaced to address the issue.